Event description:
The husband of a female patient contacted lifecor customer support to report that one of the battery packs would not fit into the monitor. The husband stated that the second battery pack fit into the monitor. Support asked the husband to look inside the battery chamber for bent pins, but the husband was unsure if there was damage. Patient's husband stated that everything was fine and hung up on support. Support tried to call the patient back, but the number on file was incorrect. Approximately three hours later, an emergency room (ER) doctor called support to report that the patient had entered the ER with "adjust belt" messages. Support had the doctor recycle the electrode belt, but the messages continued. Support explained the previous call and the possibility of equipment damage. The doctor removed the device, and placed the patient in a monitored bed. Support sent a monitor and two replacement battery packs to the patient. Support followed up with the patient after new equipment arrived, and the patient was having no more problems.

Manufacturer narrative:
Device manufacture date: monitor. Battery pack - 01/2008. Battery pack - 02/2008. Device evaluation summary: device evaluations of monitor, and battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and the restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Two pins were shorted together which caused the "adjust belt" alarms. The two battery packs had connector damage. The connector were repaired. The root cause of the connector damage was from the bent pins within the monitor. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor or battery packs. The patient received a replacement monitor and battery packs.